Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not done". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), fatigue and bloating. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case become incident. Injury updated as pelvic pain, new events dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, other: bloating and essure confirmation test(s) was not done, was added. Iud removal date added. Date of birth added. Reporter added. Reporter causality comment added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.